Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 160 mg/dl. Treated with manual injections. Customer was nauseated. The blood glucose reading at the time of the event was over 600 mg/dl. Caller stated the blood glucose would not come down. Hospital admitted customer to ICU and treated with insulin drips. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.